Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the patient had obtained occlusion alarms on the pump for one week, and that his blood glucose levels were elevated. On the morning of (B)(6) 2012 the patient's blood glucose level was 369 mg/dl, and he experienced the symptoms of nausea and vomiting. The patient's mother gave him a correcting bolus of insulin via a syringe injection, and took him to the emergency room. The reporter was unable to provide the patient's blood glucose level in the emergency room, but reported he was treated with intravenous fluids. The patient was admitted overnight to the hospital with a diagnosis of "borderline dka". Troubleshooting revealed there were no issues with the infusion set or infusion site. The issue was not resolved. As the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia and was admitted to the hospital in dka after the occlusions issue occurred, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed occlusion alarms occurred proceded by a rise in force. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no occlusions occurred during testing. An occlusion was induced and the pump alarmed appropriately. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.